Manufacturer narrative:
-If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the eos was not determined and the patient only reported the overdischarge once since they had the ins and it had not been charged for over 6 months this most recent time. The rep said the stimulation was left off and the physician was contacted to determine a replacement action. The rep later reported that the ins was scheduled to be replaced on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. Information was reported his ins doesn't seem to be working correctly. The patient stated he attempted to charge the ins, but the insr recharger (insr) wasn't working to charge the ins. The patient later stated he thinks the ins is charged. The patient reported he hasn't used the ins in a while due to not having his equipment. The patient stated he wasn't able to take his equipment to keep up with charging the ins when he was deployed through (B)(6). The patient stated he was traveling all over for disaster relief due to the hurricanes. The last successful recharge was more than one to three months ago. The patient stated he cannot communicate with their programmer. The patient stated this has happened before where his ins went into an overdischarged state (previously documented). The patient needed their ins. The caller was redirected to their healthcare provider (hcp) regarding suspected overdischarge. Additionall information was received from a consumer via a manufacturing representative (rep). It was reported that the battery w as in over discharge due to patient compliance. Rep performed a battery check and battery was over discharged. Rep set follow up meeting for triple charge for next week from this report when patient has equipment. No further actions/ intervention were taken to resolve the issue. The issue was not resolved at the time of this report. Additional information was received from a manufacturer representative (rep). It was reported that the rep performed a 60 minute timer and the battery was able to regain the normal charging screen after 1 attempt. The rep cleared the power on reset (por) message and the patient was expected to charge to 100%. Additional information was received that stated the clinician programmer showed the end of service (eos) message. The rep stated recovery of a second overdischarge occurred on the same day the eos message was seen. The eos message was reported in addition to a 0x8 code. The rep called to inquire about the code. A data file was created. The rep did not have a computer with report link and was going to send the data file when possible. No further complications were reported.